Event description:
It was reported that the user experienced intermittent communication failures between the ilet system and the dexcom g7, with weekly signal loss events and the responsible device not identified, consistent with a communication issue involving the antenna/electrical-magnetic component domain. Symptoms included unknown clinical effects due to insufficient information. Outcomes included unknown health impact due to insufficient information. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure and implicated the antenna as a relevant device component within the electrical/magnetic domain. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.